Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the venous temperature read higher than the arterial temperature. The user reported that throughout the procedure from beginning to end there was a consistent 2 degrees off between the venous temperature and the arterial temperature. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.